Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. H6 medical device problem code: 2017 - excessive force.

Event description:
It was reported that the procedure performed was to treat a superficial femoral artery. The 6.0x150mm absolute pro ll self-expanding stent system (sess) was advanced. During deployment, the thumb wheel was turned, but the stent only partially deployed. The sess was forcefully removed and a new 5.5x150mm supera ses was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Event description:
Subsequently, returned device analysis observed a partial separation at the outer member-stent sheath bond area. The distal end of the stent implant was bent, stretched, and had broken struts. The distal stent tabs were separated and not returned. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis and the reported activation failure was able to be confirmed. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed an indication of a product quality issue. Additionally, a review of the complaint handling database identified similar incidents from this lot. Further investigation was initiated to investigate an increase in the absolute pro ll complaint rate for deployment related issues. The investigation found the deployment related issues to be associated with manufacturing causes resulting in an increase in frictional force between components (the outer member and I-beam) that interact during the stent deployment. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices.